Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via sales representative to our local affiliate (B)(4). This case involves a female (age nos) who received the first dose of poly-l-lactic acid in (B)(6) 2009 (approx) for an unk indication. Relevant medical history and concomitant medications were not reported. Approximately in (B)(6) 2009, a pt developed bruising on the cheeks following poly-l-lactic acid treatment. The doctor explained he injected poly-l-lactic the first time on both cheeks about 3 months ago (approx (B)(6) 2009), with another series one month after that. At the time of the second visit, he said the cheeks had the appearance of bruising but not bloody, no ecchymosis. He said the reaction was symmetrical on the cheeks with one side slightly more pronounced than the other. He said there was no swelling, no evidence of inflammation, no nodules and no granuloma. He said the bruising was still present. Event outcome is ongoing. Rptr's causality: not specified. (B)(4). Add'l info received on 20-apr-09: (B)(4). Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.